Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the sensor readings. Customer's sensor glucose reading was 56 mg/dl but his blood glucose level was 444 mg/dl. The device was not returned.